Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. The implantable cardiac monitor (icm) could not be interrogated due to premature battery depletion. The icm was completely depleted. No device intervention was performed and the patient will be monitored. The patient was stable.